Event description:
It was reported that the device had an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: power on reset parameters were noted. Power on reset due to write to locked ram occured on 06, aug. 2010. Power on reset severity low, device should be able to recover after reset.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: power on reset parameters were noted. Power on reset due to write to locked random access memory (ram) occured on (B)(6) 2010. Power on reset severity low, device should be able to recover after reset.